Event description:
The pt received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt's physician has lowered her basal insulin dosages and the pt has continued to use the pump with no reported subsequent events.